Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the pump gave a no disposable alarm. The pump was silenced, the settings were reviewed, then it was turned off. The cassette was removed and gently tapped. The line was massaged to disperse air bubbles. The cassette was then replaced and pump was powered on, but the alarm persisted. Troubleshooting methods was reported with no resolution. Patient went to the clinic the next morning and exchanged the pump. The reservoir volume was 70.7ml, the rate was 2.7ml/hr, and 6.35ml was given. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.